Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
An optometrist reported a pt with trace diffuse lamellar keratectomy (dlk) in the right eye three days following lasik treatment. The pt reported a mild foreign body sensation. The pt's topical steroid dosage was increased. In a follow-up with a technician, she indicated the dlk had resolved.